Manufacturer narrative:
A1-a5: patient information was not provided. G.5: the heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater cooler 3t system. The event occurred in united kingdom. Livanova field service engineer was dispatched to customer facility, inspected the device and confirmed the event. To fix it, the stirrer motor was replaced. Functional verification test was performed successfully and the unit returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system displayed an error related to patient pump (e7). The event occurred during procedure. There was no patient impact.